Manufacturer narrative:
Concomitant medical products: product ID: addrl1 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead was oversensing. The parameters on the lead were reprogrammed. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.